Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No moisture damage was noted on the electronics, motor, vibrator or battery tube assembly during the visual inspection. The insulin pump had minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
Customer reported she went swimming and the insulin pump got in a puddle of water. Customer stated that the buttons are unresponsive and it has water inside the screen. Blood glucose value is unknown. Nothing further reported.